Manufacturer narrative:
D4 lot number; initial report inadvertently listed the incorrect lot number. The lot number has been updated to 205012.

Event description:
It was later reported that the patient underwent battery replacement due to battery depletion. The explanted device has not been returned to the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient that their vns battery is at 25 to 50% battery life, and it seems less effective, the patient's seizures has been bad lately.. No other relevant information has been received to date.